Manufacturer narrative:
Follow-up # 2 ¿ (05/27/2014).the patient¿s meter has been returned on 1/22/2014 and evaluated by lifescan product analysis on 5/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of ¿11 and 8 mmol/l¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 11/27/2013 and 12/16/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.